Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log analysis tool was utilized. Intermittently failing start-up self test with alarm 401 (inspiration valve or device leaky) and failing inspiration valve self-test due to measured internal leak >5 lpm (error 3) and error 9. It has been determined a defective inspiration valve nt.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 401 (inspiration valve or device leaky alarm) prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer crossed checked the unit with another inspiration valve nt kit and unit works fine. This unit is out of warranty customer was advised to purchase inspiration valve nt kit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.